Manufacturer narrative:
Two opened and used sensor were inspected and a bicarbonate buffer test was performed. Both sensor failed per specification with high readings.

Event description:
It was reported that the customer experienced discrepancies with his sensor glucose levels when compared with his blood glucose. The customer stated his sensor read 65 mg/dl and when he checked his blood glucose, it was at 92 mg/dl. Throughout the night, the customer states, the sensor kept saying his blood glucose was low. Another time, the sensor reflected 42 mg/dl when blood glucose was actually 200 mg/dl. It was further reported that the customer received calibration error followed by change sensor alerts. At the time of reporting, the customer's blood glucose was 155 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.